Event description:
It was reported that the ventilator shut down with a continuous alarm. The reported problem occurred a test and the ventilator was not connected to a pt when the reported problem occurred.